Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Laparoscopic anterior resection - "during the procedure the scrub nurse noticed a small green object inside the patients abdomen." Patient status - discharged.

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Engineering visually inspected and disassembled the unit, the components did not show any sign of damage or provide a source of particulate matter. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine where specifically the particulate may have come into contact with the product. Product manufactured at applied medical is assembled in a clean room environment. Applied medical will continue to focus not only on detecting the particulates during manufacturing, but eliminating particulates at the source. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.